Event description:
A report was received that after the patient woke from an implant procedure, she experienced a seizure or an event similar to cerebral palsy. The patients brain function was tested and found to be normal. The physician assessed that the event was due to either the anesthesia or the ketamine and that the event was not device related. In addition, due to post operative procedural pain, the patient was kept longer in the hospital for observation.